Event description:
It was reported that the user experienced hyperglycemia after a supply change and a larger-than-usual meal while using the ilet system; the user¿s continuous glucose monitor (cgm) indicated high glucose, capillary meter data were not available, and troubleshooting confirmed insulin delivery with a dry, intact infusion site, correct tubing connection, and drops observed on fill. Symptoms included hyperglycemia peaking at 401 mg/dl accompanied by polydipsia. Outcomes included transient high glucose that returned to range and no hospitalization. Investigation included technical review and user-guided troubleshooting. Investigation of this case revealed no device malfunction detected and glucose elevation consistent with meal-related underestimation. It was concluded that the event was attributable to incorrect meal size announcement with device performing as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.